Event description:
It was reported that while placing the screw through the center hole of a two level cervical plate, the head of the screw sheared off, exposing a portion of the screw above the plate. Without the head of the screw, there was no way to engage a driver and advance the screw further and, consequently, a metal cutting burr had to be used to burr the screw down until it was flush with the plate. Thus far, there have been no patient complications reported however a fragment of the screw still remains in the patient.

Manufacturer narrative:
Unretrieved device fragment (udf). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.